Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of problem with calibration of display and stylus of the programmer and it was noted that the stylus and cursor were not aligned. The connection between overlay and xy board was reseated and stylus calibrated. The hard drive was reconfigured, software was reloaded and updated. The programmer then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the screen of the programmer was broken and did not read the stylus well despite recalibration and changing the stylus. It was further reported that the top left corner of the screen was off calibration. The programmer was received into service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was the after running a calibration the programmer and stylus still were not calibrated. The stylus was replaced. The programmer remains in use. There was no patient involvement.